Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no infusion but it is full. The customer stated that they are also having issues with the insulin pump not accepting the battery; the insulin pump will alert failed battery. The customer removed the battery, placed another battery in the insulin pump, then it will be accepted. The customer¿s blood glucose was 146 mg/dl at the time of the incident. The customer¿s blood glucose was unknown at the time of the phone call. Troubleshooting was performed. The battery cap contacts were checked and they were not damaged or missing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.